Event description:
It was reported that there was an atrial lead position check that failed, but everything was "fine" in clinic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2013; 6947m62 implantable tachy lead, (B)(6) 2013; 439888 implantable pacing lead, (B)(6) 2013. (B)(4).